Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt had been a premature baby. The surgeon reported the patient had congenital posterior polar cataracts as well and monofixation syndrome. The surgeon reported the pt's condition was stable.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/12/2009, 01/13/2009, 01/27/2009, and 01/29/2009 by phone, fax, and mail. A completed questionnaire was received on 02/02/2009. This report was mailed to FDA on: 02/11/2009.